Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis event reported as recurrent peritonitis. On an unreported date, the patient was hospitalized for peritonitis. The cause of the event and treatment details and patient outcome were not reported. Physioneal and extraneal therapies remained ongoing. At the time of this report, the patient had not recovered. No additional information is available.